Manufacturer narrative:
The field service engineer checked the analyzer and preventive maintenance was performed. No abnormalities were found. The customer does not use 13 mm tube adapters regularly. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The hcg + beta reagent lot was 664363 with an expiration date of 31-may-2024.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys hcg + beta assay on a cobas e 411 analyzer (rack system). Patient sample 1: the sample initially resulted in an hcg + beta value of 7362 miu/ml, accompanied by a data flag. On (B)(6) 2023, a second sample collected from the same patient resulted in an hcg + beta value of 6940 miu/ml. The initial sample was then repeated, resulting in an hcg + beta value of 2813 miu/ml, accompanied by a data flag. Patient sample 2: the sample initially resulted in an hcg + beta value of 24.42 miu/ml and repeated as 10.65 miu/ml, accompanied by a data flag on (B)(6) 2023. Patient sample 3: the sample initially resulted in an hcg + beta value of 224.4 miu/ml and repeated as 105.4 miu/ml, accompanied by a data flag on (B)(6) 2023. The initial questionable results were reported outside of the laboratory and amended reports were issued.